Event description:
Technician alleged that the nurse call is not working correctly when a nurse call is placed. Master station response is not heard in the expected location. No injury alleged by account.

Manufacturer narrative:
Technician found the communication cable is not connected to the receptacle. Technician connected the cable to the receptacle to resolve the issue.